Manufacturer narrative:
Alleged failure: blurry and scratched lens. Confirmed failure: ecp-a-dep damaged/missing eyepiece ecp-a-otd outer tube damaged (bent, dented) ecp-r-brl broken rod lens probable root cause: ¿ improper cleaning process at assembly ¿ loss of in-joint pressure (arthroscopes only) ¿ loss of insufflation (laparoscopes only) ¿ shipping damage ¿ use error the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was blurry image during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image during procedure.